Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the packaging or product available?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. After opening the box of the device, the package of a device was found to have been damaged and detached from the device, when it was about to be used for an unknown surgery. The device was exposed to air directly, and it wasn't sterile so it could not be used. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested, and the following was obtained: 1. Are there any photos of the packaging or product available? No, the sample isn't available for return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.